Manufacturer narrative:
Device identifier # 10381780253457. The device was not returned for evaluation. The device history record (DHR) review cannot be performed as the serial number has not been provided. Failure analysis cannot be completed due to the lack of information received to perform a complete investigation. No material has returned for evaluation and the reported complaint could not be duplicated .

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales specialist reported that on (B)(6) 2019, the a1059 mayfield modified skull clamp caused a laceration to a patient. The patient was prepped for surgery and the device was in contact with the patient. Revision/medical intervention was required and there was a delay in surgery due to late receipt of product and a delay in surgery due to the product problem. Additional information has been received on (B)(6) 2020 that the patient was having a procedure done which required him to be in the prone position in the mayfield skull clamp. The patient was properly positioned and secured in the clamp which was then attached to the mayfield bed attachment. At some point the head moved or sort of slid down while in the pins. The surgeon quickly called a stretcher to be brought back into the room so that they could safely place the patient in a supine position on the stretcher. Once the patient was moved, the surgeon assessed the situation and removed the skull clamp. The skull clamp was removed from the room and replaced with a different skull clamp to be used. There was a laceration to the patients head which was cleaned and stapled to stop bleeding. Once everything seemed to be okay to proceed, the new skull clamp was placed on the patient's head to continue the procedure. The patient was placed in a prone position and the skull clamp was secured to the mayfield bed frame. After the case, the mayfield skull clamp in question was cleaned and taken out of service. Request for additional information has been sent.